Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer dropped the pump and the touchscreen shattered. Blood glucose level was 300 mg/dl, and was addressed by administering a manual injection. Reportedly, the pump was not functional. Customer would use manual injections for alternate insulin therapy.